Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value and high blood glucose. Customer's low blood glucose value was 39 mg/dl and 40 t0 60 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer experienced symptoms such vomiting. The customer was treated with food for low blood glucose and bolus and injection for high blood glucose. Based on customer reported customer did not allege insulin pump was over delivering. Customer was performed high pressure test and it was passed. The device will not be returned for analysis.